Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 400 hypodermic needle 20ga x 1-1/4in experienced a damaged or open unit package/seal where sterility is compromised. The product defect was noted prior to use. The following information was provided by the initial reporter: packages come in bad state, bad sealed. Quantity: 400 units.

Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon observation there are poorly sealed packages observed and empty packages. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for both defects is due to failure in the sealing system. Corrective action, improvements were made to the sealing process due to similar sealing problems detected during the packaging process, the batch reported was manufactured prior to the closing of improvements.

Event description:
It was reported that 400 hypodermic needle 20ga x 1-1/4in experienced a damaged or open unit package/seal where sterility is compromised. The product defect was noted prior to use. The following information was provided by the initial reporter: packages come in bad state, bad sealed. Quantity: 400 units.